Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and replaced. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to properly save and recall patient image data. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of the system was losing images. Fse determined the cause of the problem to be a faulty hard drive. The system hard drive is used to store the patient x-ray images, os (operating system), software, drivers, system configuration information and other information needed for the system to function as intended. The performance of the hdd degrades over time and eventually the drive fails due to normal wear and tear of the moving components and degradation of the ferromagnetic material on the platters. When the hard drive fails, it can cause a loss of the images that were saved on it. Fse replaced the faulty hard drive to resolve the issue (and loaded the software onto the drive as required). Based on the age of this system (manufactured in 2008), this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used, and therefore is not a malfunction.